Event description:
The hospital biomedical technician reported the ventilator shut down, alarmed and restarted while operating. It is unknown if the unit was in use at the time of the reported problem. There was no pt harm reported by the customer. The biomedical technician was unable to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +5 volt failure. The service technician replaced the power supply to correct the problem.